Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection was performed and no damages were observed. While attempting to functionally test the platform, the reported user advisory (ua) 45 (not at "home" position after power-on/restart) was observed. No further testing could be performed due to the constant ua 45 fault. Further inspection of the device identified that the cause of the ua 45 was due to the driveshaft being out of its home position. A review of the platform's archive was performed and the reported ua 45 fault was observed on multiple dates, including the reported event date of (B)(6) 2014. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint was confirmed upon functional testing as well as during archive review and was found to be due to the driveshaft being out if its home position. After re-positioning, the driveshaft back to its home position, the device passed all testing criteria.

Event description:
It was reported that during an incoming inspection, the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. No patient involvement was reported. No further information was provided.